Manufacturer narrative:
Results: dried blood was found on the pump housing. A pipe cleaner was inserted into the vacuum inlet and blood was present. Conclusions: evaluation of the returned pump max confirmed blood was aspirated inside the vacuum pump. The reported complaint indicated that the aspiration tubing was directly connected to the pump inlet instead of the canister and blood was aspirated in to the pump. If the fluid enters the vacuum pump assembly, the pump may not function properly. Penumbra pumps are visually inspected and functionally tested during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 110v (pump max). During the procedure, the hospital staff accidentally connected the aspiration tubing (tubing) directly to the pump max rather than the canister. As a result, the blood was aspirated into the pump max. The procedure was completed using another pump max and non-penumbra devices. There was no report of an adverse effect to the patient.